Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is uncertain whether the user conducted reprocessing in accordance with instructions for use (IFU) or not. However, the foreign material possibly remained in the device due to physical damage of the device. The event can be prevented by following the instructions for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited presence of foreign matter on the tip of the body and inside the nozzle. There was no patient involvement.